Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post left revision tka, the 72 y/o male patient begin to experience spill and pain. Then, three months later lysis on femoral and tibial was observed. The patient was revised to competitor's device on (B)(6) 2023. No additional information available.

Manufacturer narrative:
(H3) the revision reported was likely the result of osteolysis. Additionally, a contributing factor to the osteolysis may have been the result of the tibial insert being packaged in a non-conforming vacuum bag for more than five years, which increases the risk of polyethylene wear due to premature oxidation. The extent and root cause of the osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. The most probable root cause associated with the event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
*The following sections have corrected information: (h3) the revision reported was likely the result of osteolysis. Additionally, a contributing factor to the osteolysis may have been the result of the tibial insert being packaged in a non-conforming vacuum bag for more than five years, which increases the risk of polyethylene wear due to premature oxidation. The extent and root cause of the osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. (H6) health effect - clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
After additional review of information and an update to the investigation, the following sections g1, g3, g6, h1, h2, and h6 have been updated accordingly.